Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the battery stops working after installation. There was no reported pt impact.